Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted to the motor assembly or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture due to customer falling into a puddle. As a result, backlight turned on but there were no text visible on screen. Insulin pump would need to be replaced.